Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use ( nicked and gouged ) also has fractured on lateral side of post, not all pieces returned as it was scrapped by hospital. DHR was reviewed and no discrepancies relevant to the reported event were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Reported information states that the surgeon was using a mallet to impact the tasp into a tight knee. As the surgical technique warns users not to impact the tasp construct the root cause is considered to be misuse as the surgeon impacted the tasp. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the during a knee arthroplasty, the device fractured. The surgeon was stricking the instrument with a mallet.